Event description:
After application of bone cement, the patient´s state of health worsened.

Manufacturer narrative:
This product is sold in the us under product code 545035500. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Batch 3498623 was tested for dough time, setting time, handling time, benzoyl peroxide content, dmpt content and identification of polymer and monomethyl methacrylate. The results were reviewed and these are all within specification. A search of the complaints databases finds no other reports against the product/lot code combination. Review of device history records finds no related manufacturing deviations or anomalies. The investigation could not draw any conclusions regarding the reported event with the information available. It is unclear from the information provided if the patient cardiac arrest was related to the bone cement, or was not related. The investigation can draw no conclusions with the information provided. However, the IFU details information that patients should be carefully monitored for any changes in blood pressure during and immediately following the application of bone cement. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.